Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room post implant with complete heart block. The right atrial (ra) lead exhibited possible undersensing causing inappropriate pacing. Ra lead placement was unable to confirmed based on current electrograms (egm). A dislodgement was suspected. The patient's representative stated they the patient experienced being tired and had pain when they inhaled deeply. The patient had fallen following implant, and was experiencing labored breathing, their pulse was low. Emergency medical technicians were called and it was stated one of the leads had been loose and disconnected and top lead needed to be moved. Placement was then fully resolved and recalibrated. The ra lead remains in use. No further patient complications have been reported as a result of this event.